Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles also the patient alleged to have difficulty breathing/short of breath. There was no report of serious or permanent harm or injury.  The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated externally and the manufacturer observed dust/dirt contamination with degraded sound abatement foam was observed throughout the device enclosure and airpath,suggesting a source external to the device. The internal aspect of the device was inspected and the manufacturer observed evidence of water ingress on the blower box enclosure. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they confirmed the customer's allegation and there is presence of contamination in the airpath and the source of contaminations were external to the device. Section h6 health impact code was missed to capture in initial MDR and it is corrected and updated in this report .

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.